Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete facility name: (B)(6) hospital, (B)(6) hospital. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated glucose result generated on the architect c16000 processing module for a pregnant female patient. (Customer blood sugar (fasting) reference range: 3.9 - 6.11 mmol/l) (70.26 ¿ 110.08 mg/dl). Initial result = 8.88 mmol/l (159.84 mg/dl), repeat result = 4.34 mmol/l (78.12 mg/dl). Additionally, the following results were provided: 10.24 mmol/l (184.48 mg/dl), 5.05 mmol/l (90.98 mg/dl). 9.72 mmol/l (175.12 mg/dl), 5.08 mmol/l (91.52 mg/dl). No impact to patient management was reported.

Event description:
The customer observed a false elevated glucose result generated on the architect c16000 processing module for a pregnant female patient. (Customer blood sugar (fasting) reference range: 3.9 - 6.11 mmol/l) (70.26 ¿ 110.08 mg/dl). Initial result = 8.88 mmol/l (159.84 mg/dl), repeat result = 4.34 mmol/l (78.12 mg/dl). Additionally, the following results were provided: 10.24 mmol/l (184.48 mg/dl), 5.05 mmol/l (90.98 mg/dl). 9.72 mmol/l (175.12 mg/dl), 5.08 mmol/l (91.52 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing parts including the bellows, bellows only (rohs). No additional discrepant result issues have been reported since the service activity was completed. The bellows, bellows only (rohs) were determined to be the likely causes of the issue. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c16000 processing module or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module serial number (B)(6) or the bellows, bellows only (rohs) was identified. All available patient information was included. Additional patient details are not available.